Manufacturer narrative:
The hill-rom technician replaced the CPR and trend valve to resolve the issue.

Event description:
Information received indicated the CPR and trend functions are not operating.